Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications h3 other text : see h.10.

Event description:
It was reported that during use medication was unable to be delivered with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that there was no insulin flow during injection.

Event description:
It was reported that during use medication was unable to be delivered with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that there was no insulin flow during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/8/2020 h.6. Investigation: customer returned (6) 4mm, 32g pen needles (4 open without the tear drop label or inner shield, 2 sealed) from lot # 9275387. Customer states that there was no insulin flow during injection and the needle is bent on the patient end after the injection. All returned pen needles were examined and all open sample exhibited a bent patient end of the cannula, which could prevent insulin from flowing through the cannula properly. Both sealed samples were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1 good 0.0092 good sample 2 good 0.0092 good the sealed samples were also tested and both were able expel properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Patient end of the cannula bent during use of the product by the customer. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use medication was unable to be delivered with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that there was no insulin flow during injection.